Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown observation/complication. At this time, no new device has been implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown observation/complication. At this time, no new device has been implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at the boston scientific laboratory, this device was thoroughly inspected and analyzed. The device passed all testing to which it was submitted. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications. It was determined that no problem could be detected with this device.